Manufacturer narrative:
Reference CAPA: 20-00141.

Event description:
Additional information received: as reported, the observed pvl during the procedure was caused by heavy calcifications of the native valve and the annulus, with rupturing sutures, which made the operation difficult.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: corrected h6 (results & conclusions codes).

Manufacturer narrative:
UDI # (B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, there was a change in operative strategy due to pvl intra-operatively. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a paravalvular leak (pvl) was observed intra-procedurally after the implantation of the 23mm 11500a aortic valve that was implanted via hemisternotomy. The patient was re-clamped and a conversion from hemisternotomy to full sternotomy was made to repair the pvl. On postoperative echo, no pvl was visible. The event was noted as to be resolved. As reported, the patient experienced post surgery atrial fibrillation on pod #6 most likely caused by irritation of myocardium during surgery and was treated with amiodaron, heparin and rivaroxaban. The patient was discharged on pod #9.